Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one of the instrument's conductor wire was broken at the yaw pulley exit. The wire ws detached from its connection at the grip. The instrument failed the electrical continuity test. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found that the instrument's bipolar yaw pulley was broken and missing a piece opposite the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. The wire was likely not securely attached to the grip, had poor stain relief, and broke during articulation of the wrist. It was concluded that broken yaw pulley may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not axially aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument was not able to be manipulated properly. The planned surgical procedure was completed.